Manufacturer narrative:
(B)(4). Add'l data / failure investigation: field service technician investigation discovered physical item obstruction caused drawer to fail.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt was present.